Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 600 mg/dl. Customer moved the full infusion set system to their old insulin pump when they received the alarm message. Customer was advised to do a complete set change and to troubleshoot the insulin pump. Customer declined to troubleshoot and stated their blood glucose is under control and they do not have delivery alarm message. Customer was advised to send the device back for further and analysis but declined to do so. Customer was advised to call back if alarm message comes back on.